Event description:
Per reported event; surgeon attempted to implant a 32mm 2 level plate with 4.35mm rescue screws and the metal locking hinge came disconnected from the plate. Surgeon took plate out and inserted a new one.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no anomalies were found. Causes of the spring bar popping out include cantilever the guide during removal from plate and bending the plate over the locking mechanisms the stryker rep reported that the variable drill guide was used to prepare the screw holes and that the plate may have been bent over the holes. Probable root cause of the mechanism popping up is not determined.

Event description:
Per reported event; surgeon attempted to implant a 32mm 2 level plate with 4.35mm rescue screws and the metal locking hinge came disconnected from the plate. Surgeon took plate out and inserted a new one.